Event description:
During a right total hip arthroplasty, a screw head broke off while surgeon was implanting it into right hip. The shaft/threads of screw remain in patient; however, the head of the screw came off once screw was placed by surgeon.